Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum units of insulin. The customer reported a low blood glucose (bg) level of 66 (mg/dl). Orange juice and cereal were consumed to address bg levels. During troubleshooting with tandem technical support, the customer was able to successfully fill and load a cartridge onto the pump.